Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).   Device evaluated by MFR: promus element mr, ous, 2.75x32mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent outer diameter was measured and is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found the hypotube was broken at 172mm distal from the end of the strain relief. There were also multiple kinks found along the hypotube. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The hypotube damage most likely occurred due to handling of the device. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Reportable based on analysis completed on 09-aug-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the calcified proximal to mid left anterior descending (lad) artery. The physician engaged lad with a 6f non-bsc guide catheter. After a 0.014x80cm non-bsc guidewire crossed the lesion, sequential pre-dilation was performed with two 2.0x10mm non-bsc balloon catheters. A 2.75x32mm promus element ¿ drug eluting stent was then advanced but despite multiple attempts, device was unable to cross the lesion. The lesion was dilated again with a 2.0x10 non-bsc balloon catheter and device was re-advanced but the attempt was still unsuccessful. The device was replaced with a 3.0x38mm promus element stent and was deployed at 12 atmospheres. Post dilation was performed with a 2.75x15 quantum maverick balloon catheter. Final angiography check showed timi 3 flow. The procedure was then completed. No patient complications were reported and the patient's status was stable however, returned device analysis revealed hypotube break.